Event description:
It was reported that prior to the start of a da vinci-assisted umbilical hernia tapp surgical procedure, an error occurred on universal surgical manipulator (usm) 2 during a procedure set up. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The tse found error 32056 in the logs pointing to the axes controller arm (aca) in usm 2. The customer performed a hard power cycle on the system, but the issue was not resolved. The tse advised that usm 2 could be disabled, and the remaining three usms could be used. The procedure was aborted with no report of patient involvement or patient injury. Isi followed up with the robotic coordinator and obtained the following additional information: surgical ports were not placed when the issue occurred since it was identified before the patient had entered operating room (or). The first procedure was cancelled. The second procedure was completed laparoscopically.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) 2 per isi procedures. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 32056 error and 1173 error (p3=1) were found on axes controller arm (aca) indicating inter-integrated circuit (i2c) fault on the yaw, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where error 32056 was present during power up logs. The usm was then installed onto a patient side cart fixture test platform (pftp) where adaptive gain control (agc) current failed on the yaw. Once testing was completed, the yaw searchlight flat flex cable (ffc) was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a fault in the yaw searchlight ffc, as indicated by the failure analysis. The analysis confirmed the presence of error 32056 during power-up logs and the failure of agc current on the yaw, which was traced back to the ffc. This can be resolved by replacing the usm.